Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-2371 was received for investigation. A drill that doesn't belong to the complaint was received. Functional testing was not conducted due to the damage to the returned instruments. Visual evaluation of the three returned found that the 3 mm drill is missing the tip. It was also noted scratches lines around the outer diameter. The inner shaft trocar point tip was broken. An unknown part number drill was received with the compliant devices. Visual evaluation of this part found that the device's tip was bent and twisted. Also, the drill was damaged at the proximal end, missing the connector. The most likely cause for the reported failure can be attributed to applying excessive forces through leveraging/prying the device.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/15/2023, it was reported by an arthrex employee via sems that the 3mm hollow drill included in the ar-2371 low profile ac tightrope® implant system, did not pass smoothly through the ar-2255cg-05 and broke off. A new device was used to complete the case with no patient harm. Additional information received 6/21/2023: the event occurred during an acromioclavicular joint dislocation repair procedure. The broken pieces were on the extracorporeal side and retrieved without incident and the one stuck in the drill was extracted per guide.